Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device was disposed of at their facility. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device did not coagulate. Clips were placed on a 3mm vessel and the device was used to cut. The clip came loose after cutting, resulting in 250-500cc¿s of blood loss. Extra pressure was placed on the spleen to stop the bleeding. No transfusion was required.